Event description:
In 2003, the pt was implanted with a vented electric assist device (lvad). Three months later, the vad coordinator contacted the MFR reporting that while a pt was lying in bed had spilled a urinal on the percutenous lead. Urine was sucked into the vent filter, and the pump had stopped. Pt was then hand pumped for approx 30 minutes. Pt was restored to electrical actuation. The hosp sent in waveforms to the MFR for analysis.